Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. Unable to verify missing segment due to physical damaged to lcd glass. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to physical damaged to lcd glass. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked lcd window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump fell due to belt clip beaking. Customer reported that insulin pump got slammed between car door, as a result the display screen was damaged and had a dark line going across the screen. Customer's blood glucose was 300 mg/dl, due to a sinus infection. Customer was advised that insulin pump would need to be replaced.